Event description:
It was reported that the patient's incision opened after implant and required follow-up for the wound to heal. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.